Event description:
It was reported by the rep that the tlc55 and the tcr55 were used during a laparoscopic endometriosis procedure. It was reported that the stapler opened up. The surgeon attempted to fire but the device did not fire. The device was reloaded and did not fire again. The case was completed by hand sewing.